Manufacturer narrative:
Failure analysis noted that the pump was received with normal operating currents and no unexpected off no power or low battery alarm. The pump passed displacement, rewind, basic occlusion and occlusion and no unexpected low reservoir alarm. The pump was unable to prime at 2.5 pounds during the prime/compromised force sensor test due to faulty force sensor resistor (gold). The pump had scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 147mg/dl. The customer's wife stated that the insulin would not stop squirting out during manual prime. The following alarms were in the pump history: low reservoir and low battery. They were advised that the force sensor did not detect the reservoir during the seating process. Troubleshooting was not able to resolve the issue. They were advised that the insulin pump will need to be replaced. They were advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.